Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip prematurely deployed. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. Repositioning was needed; therefore, the clip was attempted to be inverted and retracted into the left atrium (la), but tension was felt when turning the arm positioner. A second attempt was made to invert the clip, but the tension was felt again. One second later, the tension was gone. The clip did not open. It was then observed that the clip had detached from the cds, and remained on the gripper line. The clip was removed with the gripper line, and the procedure was discontinued. The patient was confirmed to be stable post procedure. The patient was hospitalized, and on (B)(6) 2018 a second procedure was performed. Two clips were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported physical resistance of the arm positioner was not confirmed. Normal resistance was felt while rotating the arm positioner. The reported inability to open the clip and premature clip deployment could not be replicated in a testing environment because the clip was detached from the delivery system. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the inability to open the clip was due to the physical resistance of the arm positioner and subsequent premature clip deployment was due to troubleshooting maneuvers. As repeated attempts turning the arm positioner while tension was on the device created tension on the actuator assembly and l-lock tab can resulted in the bent and break of the l-lock tab and coupler which then resulted in the clip detached from the cds prior to deploying. However, the investigation was unable to determine a definitive cause for the physical resistance. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.